Manufacturer narrative:
Distributor investigation report indicated that the latch on the sling bar was improperly installed (in the "out" position) preventing the sling loop from dropping down into hooks on the hanger bar. As they were lifting resident one of the sling straps came loose causing the resident to fall to the floor hitting his head. No treatment was needed or given. Ez strapper also found to be frayed and lift has been taken out of service. Customer will order parts for repair. Nurse manager is to educate staff on proper lift techniques.

Event description:
Director of nursing alleged they had a pt fall from the lift due to a safety latch on sling bar that did not seat correctly after hooking up the sling. The pt fell to the floor. No treatment was needed or given. The lift remains in service.